Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pump a was programmed for infusion; however, pump b began infusing. There was patient involvement but no harm. Bd has learned additional information. It was reported by the customer that the issue was due to "user error". Although requested the customer declined to send the devices for further investigation. No additional information was provided.